Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath was selected for use. During the procedure, before ablation, what was described as a massive bubble entry was observed in the sheath. No patient complications were reported.